Manufacturer narrative:
(B)(4).

Event description:
Procedure type: gastric bypass surgery. According to the reporter: the endo stitch jammed and the needle fell out. There was no unanticipated tissue loss. The incision was not extended by more than one inch. There was no unanticipated blood loss 500cc or more. Surgery time was not delayed by more than 30 minutes. No device fragment fell into the pt . No reinforcement material was used. Add'l info requested via email. Rep confirmed no add'l info available.